Event description:
Facility reported in 2005, 20 minutes post tx- pt developed a rash on right forearm- it was a rounded area approx. 3 inches in diameter with small raised bumbs over the entire area. Pt c/o site itching. No fever or other symptoms. Benadryl 25 mg oral was given. Physician was notified of problem. The md was told that pt had tretment on eb dialyzer. Patient was instructed to go to an after hours clinic to have the rash visually inspected by an md. Upon return to the dialysis clinic they reported that the doctors were unsure of the source of the rash. The patient also stated that in the next day the rash was on their arms and legs, so they went to see their pcp. Their pcp gave them an injection of solumedrol and a prescription for a cream to apply to the rash in a day after the rash was reportedly completely gone and since this is a possible e-beam reaction the patient's 200nre was discarded and replaced with a non-e-beam ethyl oxide dialyzer. Patient was given benadryl 25 mg oral at start of treatment and patient was observed closely during this treatment. No problems were noted during treatment or post treatment. The sample is not available for evaluation.